Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 5178344.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration, which was confirmed via x-ray. Reprogramming was attempted, however, it was unsuccessful in capturing adequate stimulation coverage. The patient underwent a lead revision procedure and was doing well post-operatively. The leads remained implanted.